Event description:
Patient reported their jaw is constantly hurting and their teeth does not line up. Their jaw sits off to the side. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.